Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture and vessel dissection occurred. The 99% stenosed and calcified lesion was located in the moderately tortuous left anterior tibial artery. The symmetry 2mm x 10mm balloon catheter was advanced for pre-dilatation of the lesion, however, the balloon ruptured at 10atms on the first inflation. Following removal of the balloon catheter, the physician noted via fluoroscopy that a vessel dissection had occurred. An unspecified balloon catheter was advanced to the lesion and the balloon was inflated to 4atms for approx 3 minutes. The balloon catheter was removed and the physician confirmed under fluoroscopy that there was no further leakage from the vessel. The procedure was completed. The pt's status is reported as "fine".